Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken near the base of the distal clevis. The wires were exposed, and a section of the insulation measuring approximately 0.418" was missing. The conductor wire insulation was not returned with the instrument. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was also found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the fenestrated bipolar forceps instrument wires snapped. The procedure was completed with no reported injury.